Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a cerebral aneurysm coil embolization procedure using a 6f sheath. Reportedly, when the plunger was removed, no suture was not verified. A cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical device problem code: removed device code 1142; replaced with 1562.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a cerebral aneurysm coil embolization procedure using a 6f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, update to information provided: initially a cuff miss was reported; however, subsequent information received clarified the issue was actually a suture break and not a cuff miss. No additional information was provided.